Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was having a sore throat so she went to a clinic to consult a doctor. The doctor took her a bg reading and it was 500 mg/dl and the dexcom was showing 235 mg/dl. The patient didn´t experienced any hyperglycemic symptoms. She was immediately sent to emergency room (ER) for treatment, the patient didn´t remembered all the medication that was administered through out her stay. After she was sent to ER, she was transferred to the intensive care unit (ICU) on the same day. After 1 day at the ICU, she was transferred to a regular room in the same hospital and stayed for 3-4 days then she was discharge. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - sore throat.